Manufacturer narrative:
It was reported that post implantation the patient experienced back, rectum and bladder pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced sciatica/back pain, urgency, frequency , bladder pain, rectal pain, anal pain, continuing diarrhea, atrophy, urinary incontinence, pain in pelvis, nocturia, urge frequency and leakage of urine. No additional information was provided. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008, concurrently with an apogee vault suspension, monarc sling procedure, and cystoscopy in order to treat vaginal vault prolapse and vaginal prolapse. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, micro hematuria, urinary frequency and nocturia. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, micro hematuria, urinary frequency and nocturia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.